Manufacturer narrative:
Concomitant products: product ID: 8785, lot# n501264, product type: accessory. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that there was an issue during an implant procedure. After the anchor was deployed on the spinal segment of the catheter, the catheter appeared to have a slit in it, so the spinal segment of the catheter was spliced with another spinal segment. It was also reported that the collets from the kits used would either not deploy or broke once deployed. The surgeon was unable to attach the catheter or deploy the collet. It was also noted that once the collet was deployed, the catheter would slip off. The collets were repeatedly changed. At the time of the report, the issue was resolved. No additional surgical intervention was necessary as a result of the issue. No patient adverse event was reported. The pump was filled with gablofen.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that three collets and a catheter returned for analysis.

Manufacturer narrative:
The anchor kit was returned and analysis found that the collet was prematurely locked in place indicating the root cause was use error. Two pin connectors were assigned to the anchor. One of the collets was fully locked in position, while the other collet was detached on pin connector. Both collets attached, both not fully locked on one of the pin connectors. Additional visual inspection did not appear to show any anomalies with the pin connector and collets. The catheter spinal revision kit was returned and analysis found that the collet was prematurely locked in place indicating the root cause was use error. Collets on each end of the pin connector were fully deployed and locked into position. There were no catheter segments attached to one side of the pin connector. Additional visual inspection did not appear to show any anomalies with the pin connector and collets. When the collet is fully locked in position, it is not possible to insert a catheter into the pin connector. Secondly, when the collet is fully locked in position without the catheter being inserted, there is little room for moving of the collet, but it doesn't unlock the collet. (B)(4).